Event description:
It was reported that a (B)(6) patient with a fracture of left ankle had open reduction internal fixation performed and during the procedure a synthes k wire 1.25 mm was broken. The broken piece of wire could not be removed and was left in the patients ankle.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.